Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) at maximum device output. A chest x-ray was performed and the physician along with boston scientific technical services (ts) reviewed the reviewed the results which were suggestive of rv microdislodgement as impedance values were stable and there was no evidence of noise. The physician inquired as to the efficacy of sensing and treating ventricular tachycardia (vt) and ventricular fibrillation (vf) events to which ts stated appropriate sensing could not be guaranteed due to the patient's already low intrinsic ventricular amplitude. The physician currently has no plans to revise the lead and will schedule the patient for additional follow-up. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.